Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturers' representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient lost stimulation today and was no longer feeling stimulation when he increased amplitude. The manufacturer's representative (rep) stated they had the patient do an lcc over the phone and the patient saw 565 code on the patient programmer (pp). Technical services (tss) reviewed that lcc was not a diagnostic troubleshooting tool intended outside of the operating room (or). Tss reviewed that was why the 565 message was happening because lcc was used with as enabled. Rep reported that the patient stated he had group a, b, c, and d and none of them were effective even with turning stimulation up to 10v. Rep to meet with the patient. No further complications were reported/anticipated.